Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that a cartridge change error occurred. Reportedly the customer was not performing the air removal step. Customer success advocates educated the customer that not performing the air removal step is off label per the tandem user guide. A new cartridge was loaded to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.